Event description:
It was reported the patient underwent revision surgery approximately two months post-implantation due to infection positive for gram negative rods, serratia. The head and liner were replaced. Subsequently, patient underwent revision of all components approximately 2 months later due to ongoing infection and antibiotic spacers placed. Repeat of stage I procedure was performed 3 months later, as infection had not resolved, explanted prior antibiotic spacer with new antibiotic spacer placed. Stage ii procedure performed a month later with explant of antibiotic spacer and final implants placed, as infection appeared to be resolved. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -02775, 0001822565 -2019 -04066, 0001822565 -2019 -04074.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of patient's medical records provided identified stage I procedure, surgeon indicates morbid obesity, with 7 (seven) inches of fat to resection on hip prior to reaching fascia, significantly increases risk for infection. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.